Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. Customer was unable to complete carelink upload. The customer was treated with fluid drops and manual injection. Customer stated that the leak was coming from the tubing connector and reservoir connection. The insulin pump will not be returned for analysis.